Event description:
The patient was injected through IV with an injector that had been loaded with a prefilled contrast syringe in preparation for a CT scan. After the CT scan, the patient complained of breathing problems while still lying on the CT table. The patient loss consciousness and a code blue was called. The patient was transferred to the emergency room of a local hospital. The physician noted an air embolism on the patients CT scan and the emergency room physician was notified. The patient expired later the same day.